Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. It was noted that the patient had a recent onset of atrial fibrillation (af). The health care professional (hcp) opted not to have data analysis performed at this time and plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.